Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high" due to the occlusion problem. To address this, customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.